Event description:
It was reported to philips by a customer that the unit had a battery failed alarm during the annual pm. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. It is unknown if any parts or repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
Philips biomedical engineer stated the battery failed alarm during annual preventative maintenance. The biomedical engineer replaced the battery to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Following the repair, the device was placed back into service.